Event description:
It was reported by the user facility that the handpiece would not stop running when turned off. No additional information was provided by the user facility upon follow-up.

Manufacturer narrative:
The failure for unintended activation was confirmed by the repair technician and failure analysis engineer through disassembly and visual inspection. Through visual inspection, the technician confirmed the motor assembly was corroded.

Event description:
It was reported by the user facility that the handpiece would not stop running when turned off. No additional information was provided by the user facility upon follow-up.